Event description:
When placing reprocessed duo deca catheter, physician dislodged a permanent rv pacemaker lead. Patient is not pacemaker dependent in the ventricle. Physician continued procedure. After performing ep study, physician decided not to do an ablation. Patient stable throughout event. No delay. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).